Manufacturer narrative:
Investigation results: visual inspection of the returned device shows that the weld joint was cracked and scope shaft is bent. The endoscope will be sent to scholly fiberoptics for further assessment.

Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscope was observed to be blurry and cloudy. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.